Event description:
It was reported that oversensing was shown on the egm. Patient reports experiencing inappropriate therapies. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Corrected explant date.